Event description:
Report of pt's alleged pain, fistulas, pieces of the mesh extruding, adhesions and mesh explant due to defective mesh. The pt was underwent surgery to close a non-healing wound in 2005. The pt had multiple visits to his general surgeon 2 months later with complaints of drainage and a poorly healing incision. Four months later, the pt underwent a CT scan which revealed a bowel loop was adhered to the posterior edge of the mesh. The next month, the pt's plastic surgeon debrided the wound in an attempt to reduce the amount of drainage. The pt visited his surgeon for the next several months on a bi-weekly bases for abdominal wound care, a piece of mesh were removed from the pt's abdominal wall at each visit. Seven days later, foreign material at the edge of the wound was identified. Pieces of the outer portion of the mesh as well as the underlying mesh material were removed and the area was debrided. On office visits throughout 2006, the pt's doctor noted and removed pieces of the mesh from the subcutaneous tissue. In 2007 underwent surgery that revealed three separate fistulas in the midline incision that were surgically repaired. Four months later, the pt underwent a surgery that revealed fistula openings. Approx 15 inches of small intestine were removed as well as contaminated tissue, adhesions were lysed and an incidental appendectomy was done. The pt was discharged from the hospital after seven days.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.